Event description:
It was reported that the pt had a surgical lead implant on (B)(6) 2011. Stimulation was checked intraoperatively, and then turned off. Following the implant, the pt was walking around the hosp. The pt reported to the hosp with symptoms of leg numbness and weakness. A CT scan showed an epidural clot. The health care provider also reported clotting at the ins site. All components of the system were explanted on (B)(6) 2011. The neurostimulator was turned off at the time of the event. The pt's status was reported as improved, but weak, with some movement in the legs.

Manufacturer narrative:
(B)(4).